Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl monitor. Catalog: 0570-0314. Sn: (B)(4).

Event description:
The customer reported that during an emergency patient procedure, using a glidescope avl video baton 1-2, they had a flickering image. A delay in treatment of approximately 30 seconds occurred as an unknown back-up device was obtained. No harm to patient or user was reported.